Manufacturer narrative:
The root cause for the reported type iiia endoleak with component separation is most likely anatomy related due to aortic remodeling; the pre implant neck angulation of 48°, increasing to 64° with aortic remodeling, likely contributed to this event. Procedure related harms for this complaint could not be determined. The final patient status was reported to be without additional sequelae post successful secondary repair. In addition, the clinical assessment determined that there was evidence to reasonable suggest sac growth of 16mm occurred that was not included in the event as reported. The sac growth was discovered on october 12, 2018 during review of the 38 month post implant CT scan. The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Manufacturer narrative:
A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An afx bifurcated and suprarenal was initially implanted. The three (3) year routine follow-up showed the presence of a type iiia endoleak. A re-intervention was completed at a different hospital where an additional suprarenal stent graft was implanted to bridge the components successfully resolving the endoleak. As of the date of this report, there have been no additional patient sequelae reported.